Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture at maximum ouptus on all lv vectors for an unknown reason. Impedance measurements were within normal limits at 501 ohms the physician planned to send the patient for an x-ray. The field representative noted that the x-ray results were unknown and the physician has chosen to wait until device change out to perform any surgical intervention. No adverse patient effects were reported.